Event description:
Boston scientific received information that right ventricular (rv) pace impedance measurements were observed to be greater than 2,000 ohms. No noise or inappropriate therapy was detected and all other lead measurements were within acceptable limits and unchanged. An invasive revision procedure was performed and the lead was successfully explanted and replaced. No other adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.